Event description:
It was reported that upon start up of the unit, the cardiosave intra-aortic balloon pump (iabp) displayed power-up failure code #14. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) displayed power-up failure code #14.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: h10 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse verified that the vacuum had drifted from the 300 calibration point. The fse calibrated the pressure/vacuum and verified all other calibrations. The fse completed the diagnostic testing, performance testing, and safety testing with no further issues. The iabp was returned to the customer and approved for clinical use.

Event description:
N/a.